Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed that the intravia container was unable to disconnect from an unknown set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the cause of the issue was determined to be related to the surface roughness of the spike used by the customer. The cause of the surface roughness of the spike was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty bag would not disconnect from the spike of a non-baxter set. The reporter stated that the spike became stuck in the administration port and would not disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.